Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis for (B) (4) showed no anomalies. Visual inspection revealed a setscrew with a rounded socket.

Event description:
It was reported at implant attempt the setscrew could not be screwed in properly. The device was not implanted. No patient complications have been reported as a result of this event.